Event description:
An implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from a crematory with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 10 months after implant of the ICD and right ventricular (rv) lead and approximately 13 years after implant of the right atrial (ra) lead. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical product: 4568-53 lead, implanted: (B)(6) 2000. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed but no issue was identified that required full analysis.